Event description:
It was stated that patient thought that site might be leaking. Stated they ran their finger over the site and their finger smelled like insulin. Also stated that shirt was not wet and site was not exactly wet. Patient felt like the site might not be absorbing as well as it should due to glucose being at 157mg/dl. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 - lot number - unknown.